Manufacturer narrative:
The reported event occurred on a cobas e 801 analyzer with serial number (B)(6). The investigation determined that the elecsys hiv duo assay performed within specifications. A review of calibration and quality control data confirmed that all results were within the specified ranges. The root cause of the reported event was attributed to sample-specific factors. The assay's design includes strategies to detect hiv during various stages of seroconversion, including the use of conjugated antigens and antibodies to address potential immune complex formation. The samples were correctly identified as reactive by the elecsys hiv duo assay.

Event description:
The initial reporter alleged discrepant reactive sub-results for two patient samples tested with the hiv duo elecsys e2g 300 assay on the cobas e 801 analytical unit. On (B)(6) 2020, the first sample was tested using the elecsys hiv duo assay and generated a reactive result of 83.9 coi (subresults: hivag 83.9 coi, ahiv 0.2 coi). The same sample was tested with the lizhu assay (third-generation antibody test), which yielded a weak positive result. On (B)(6) 2020, the second sample was tested using the elecsys hiv duo assay and generated a reactive result of 50.7 coi (subresults: hivag 1 coi, ahiv 50.7 coi). Polymerase chain reaction (pcr) testing of the second sample yielded a positive result. Both samples were re-tested using the elecsys hiv duo assay, and the initial results were confirmed.